Event description:
It was reported for bd vacutainer® c&s transfer straw kit, an unspecified number of kits had defective straws that separated from the needle. One clean needle stick was reported; no treatment was needed. It was unclear if all reported incidents were before use. There was no other health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. A visual examination of the photo revealed the presence of separation, showing a straw with the needle attached; the holder is missing. Ten retained samples were visually inspected with no issues identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for customer's indicated failure mode: separates. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported for bd vacutainer® c&s transfer straw kit, an unspecified number of kits had defective straws that separated from the needle. One clean needle stick was reported; no treatment was needed. It was unclear if all reported incidents were before use. There was no other health impact or consequences reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.